Event description:
The patient received her scs system including a paddle lead on (B)(6) 2007. It was reported that about 3 months later, the patient was receiving intermittent stimulation and overstimulation from her system. During reprogramming the impedance measurements were high for most of the lead electrodes. It was reported that about 2 weeks after reprogramming, the patient lost all stimulation. It was reported that the physician had used a plate behind the lead to secure it in place. The physician explanted and replaced the lead on (B)(6) 2008. The explanted lead was returned to ans for eval. F/u on the patient found no further issues reported.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead had broken wires in the paddle. Continuity testing failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.